Event description:
The st. Jude medical representative reported that the pt went to ER for inappropriate therapies and a magnet was used to inhibit future therapies. However, the device began detecting, charged for therapy and delivered a therapy with the magnet in place. It was also reported that the device exhibited noise assoicated with a potential insulation degradation or lead fracture. The pt received hv therapy as the noise was over sensed. The rep was able to reproduce the noise with positional testing. The decision was made to explant the ICD and cap the lad. It was not determined which device caused or contributed to the reported noise.